Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (battery faults) was confirmed. The battery faults were confirmed in the patient's download data. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to an open a shorted component on the computer/analog board. The shorted was found to be causing excessive current draw when device was in sleep mode, leading to the reported battery faults. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing battery pack faults.